Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. Lead was explanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.